Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to malfunction and pump dimple. A new inflatable penile prosthesis pump component was implanted. The event resolved.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to malfunction and pump dimple. A new inflatable penile prosthesis pump component was implanted. The event resolved.

Manufacturer narrative:
H3 device evaluation: the ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed activation test. However, product analysis concluded the identified a pump failed activation test was the most probable cause of the pump malfunction .